Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory 41 (patient temperature sensor failure) error message was confirmed during review of the archive data; however, the ua41 error message was unable to be reproduced during functional testing. In addition, the reported problem of the platform powers off with fully charged li-ion batteries was not confirmed based on the archive data and during functional testing. As a precautionary measure the temperature sensor was replaced for ua41. No physical damage found on autopulse platform. However, the clutch plate was observed to be sticky, unrelated to the reported complaint. The clutch plate was deburred to remedy the stickiness issue. The autopulse platform is a reusable device and was manufactured on september 22, 2014 and is approaching its service life of 5 years old. The stickiness issue appear to have been caused by normal wear and tear. The archive data revealed multiple of user advisory 41 (patient temperature sensor failure) error messages occurred on the reported event date. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua41 error messages in rare cases. Functional evaluation of the platform found no issue. The platform was subjected to the run_ in test using the (B)(4)% patient test fixture (large resuscitation test fixture) for 45 minutes and did not observed any of the user advisory or fault occurred, thus unable to replicate the reported complaint. In addition, the platform was power cycle and no issues were observed. The autopulse platform has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn:(B)(4)) was displaying an error message user advisory (ua) 41 (patient temperature failure) and the platform powers off with fully charged li-ion batteries. Staff also stated if they brush against the power button the device turns on very easily. No patient was involved.